Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-12600srf, grspr, algtr 3.4 str sr hdl w/flushport, batch number 15255130, was received for investigation and upon functional testing, it was observed that the shear pin is broken. It is not possible to open or close the jaw (see evaluation pictures 1 + 3). No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to excessive force for device intended use. Visual inspection revealed no damages.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a foot surgery the device broke when grasping a bone hardening. The broken parts were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.